Event description:
It was reported that during preparation for a urinary drainage procedure, the flexima nephrostomy catheter was noted to be broken at the jj probe. The procedure was completed with another of the same device with no pt complications. Add'l info has been requested and is not available.